Event description:
The customer has obtained low values on patient samples for calcium on an advia 2400 chemistry instrument. The customer has also reported lower values on quality control samples level 1 and level 2 on the advia 2400 chemistry instrument. The values obtained on the quality control samples are within acceptable specifications, but lower compared to results obtained by the unity survey. The customer switched to a different calibrator lot and tested the quality control samples on two different days. The values obtained with the new calibrator lot were more acceptable to the customer. The customer has confirmed that the low values obtained on patient samples for the calcium assay has no significant clinical impact on patient results. The low values for calcium obtained on the patient samples were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the low calcium results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the customer data. Gps also requested patient sample data from the customer site, but no data has been provided. Gps advised the customer to use reagent container inserts to reduce exposure of the reagent to air and increase on-system stability of the reagent. The customer has started using the reagent inserts and are satisfied with the results obtained on the quality control samples and patient samples. The cause of the low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.